Event description:
In early march of this year the biomedical engineer dept was called about a malfunctioning nautilus treadmill located in the cardiac rehab dept the treadmill was removed from service, and taken to a repair area. The initial troubleshooting of the treadmill was halted when the technician working on it was electrically shocked while doing a walking test. The clinical equipment mgr was contacted, and found after repeated testing that the system was indeed conducting electricity from walking on the tread belt and holding onto the handrails. The faster the tread motor was ran the more voltage was conducted. The grounding of the system was checked from wall outlet through all ground wires and connectors and found to pass all required specs. We are concerned that this condition could repeat itself in similar units located within the cardiac rehabilitation dept and injure a pt.